Manufacturer narrative:
The product was unavailable for return. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4).

Event description:
It was reported to medtronic neurosurgery that during testing prior to surgery, there was no exit pressure from the valve when the surgeon tested it with a water column.

Manufacturer narrative:
The returned valve was patent. It met the requirements for reflux, pressure-flow, preimplantation, and leak testing. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. The instructions for use that accompany the device indicate that to perform the patency check: a. Attach 16-gauge blunt needle adapter, tubing, and syringe to the valve inlet. B. Pre-fill valve and tubing. C. Occlude inlet tubing. D. Depress dome. If fluid flows out of the outlet connector, the valve is patent. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. Additional patient/device information: the patient identifier was updated. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.